Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly [note: an evaluation of the chronological data from the unit at the time of the surgery revealed activations between 10:37 am and 1:16 pm. The unit registered four (4) "nessy symmetry: please check ne" messages and 62 "nessy current density: please check ne" messages".]. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the incident. There are many possible factors involved with this type of issue. That is the pad's alignment was incorrect, the surface of the return electrode was not in full contact or did not remain in full contact with the patient's skin, the pad was faulty, etc.). It appears that the clinicians ignored the messages from the unit to ensure that the return electrode was oriented correctly and fully attached to the patient's skin (note: there are warnings in the user manual addressing these types of situations.). Additionally, the necrosis may have been related to the patient's condition (i.e., the skin peeled off when the pad was removed). The skin could have been very thin or parchment-like due to patient's age or compromised by medication. As a result, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an implantation of a hip prothesis. The esu was used with a non-erbe return electrode (i.e., 3m company, part number 9160f, and lot number 20221011z). The return electrode (also referred to as a pad) was placed on the patient's left flank. The settings of the unit were auto cut mode, effect 4, 180 watts as well as forced coag mode, effects 3 and 4, 80 watts. After the procedure, there was a broad large horseshoe-shaped lesion, 10 cm x 10 cm 2nd degree burn/necrosis under the pad. To address the situation, a wound dressing with flamazine was applied to the affected area. The esu was distributed to a hospital in the (B)(6).